Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on an unknown date. After the spaceoar placement procedure, a rectal wall infiltration was noted. The patient devolved a fistula, that formed due to the hydrogel misplacement. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) , was chosen as a best estimate based on the date that the manufacturer became aware of the event, 01mar2022. The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Medical device problem code: (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed

Manufacturer narrative:
Additional information received on march 23, 2022: block b5:describe event or problem. Block b3: the exact date of the event is unknown. The provided event date, 01mar2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 01mar2022. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block h6: medical device problem code a1502 captures the reportable event of gel misplaced, non vascular. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on an unknown date. After the spaceoar placement procedure, a rectal wall infiltration was noted. The patient devolved a fistula, that formed due to the hydrogel misplacement. Additional information received on march 23,2022. The reported event was performed in (B)(6) 2021. The patient is now stable. The patient was able to start radiation treatment after the event.